Event description:
The customer reported the sys intermittently failed to display images. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Poor connection between the image processor and backplane were found. This was rectified and the sys was then found to be operating as intended.